Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experience possible infection symptoms. The pt's left hip at the site of the device was very painful, lumpy, and when she walked it got more swollen. It was also painful when she got up and sat down. The pt was at home waiting for the healthcare provider (hcp) to return her phone call. The pt stated she would go to the emergency room if she did not hear back from the hcp soon. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.